Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's educator reported via phone call that customer experienced high blood glucose level of 700 mg/dl. Customer's other blood glucose value was 774 mg/dl. It was also reported that displacement test was performed and it was passed. Customer declined to troubleshoot for high readings. Educator stated that customer had high blood glucose level and believes it was user error. The insulin pump will not be returned for analysis.